Event description:
The customer reported that the unit is alarming low leak co2 rebreathing risk. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported that a v60 has a high-level alarm. Product support performed troubleshooting with the customer, and explained it is a low leak co2 rebreathing risk alarm. The biomed verified there was a code 1203. When in the pneumatics screen, he explained the average air was reading -2.4. Product support recommended replacing the flow sensor assembly. The customer will order a flow sensor assembly and repair the unit. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/26/2022, 09/08/2022 and 09/30/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.